Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker battery was suspected to be depleting prematurely. Boston scientific representative confirmed this device had reached end of life (eol) indicator. As result, device was explanted. No additional adverse patient effect were reported.